Event description:
Transseptal puncture was performed using the swartz sl0 and rf needle. After the swartz was placed in the left atrium and while left atrial imaging was conducted, the entire left atrium was ¿re-explanted¿ by pulling the swartz forward. Contrast imaging revealed that the contrast agent leaked out into the atrial septum. The physician thinks that the tip of the swartz was able to be drawn to the septum, and that the contrast imaging performed there might have caused a deviation due to the pressure. No changes were observed in the vitals, but the procedure was discontinued at the physician¿s discretion. The patient was not under general anesthesia. Reference report: mw5147372. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).